Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 60 mg/dl (aviva) and 175 mg/dl (nurse's meter).